Event description:
It was reported by dealer that customer stated that the joystick is "glitching and going by itself on the m91 power chair, not affected by the recall. No further information available.